Manufacturer narrative:
Report type corrected in section b1.

Event description:
It was reported that a patients was leaking from pouch to inside of cassette. Infusion is life sustaining, the outcome of the event was resolved. No adverse patient effects were reported.